Event description:
The customer reported a network problem with the control center that beds are deleted as soon as a patient is discharged. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The fse indicated during an evaluation of the system that the system has a network problem with control center. The fse performed the system restart to resolve the customer issue. The philips field service engineer confirmed the customer's device issue and was resolved with a restart. After the system restart all system monitors could connect with the control center. Reporter phone # (B)(6).

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device. The fse indicated during an evaluation of the system that the system has a network problem with control center. The fse performed the system restart to resolve the customer issue. The philips field service engineer confirmed the customer's device issue and was resolved with a restart. After the system restart all system monitors could connect with the control center.